Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that different bolus/basal amounts to the daily summary in the insulin pump. Troubleshooting was performed and found that the report showed different bolus/basal amount to the daily summary in the insulin pump. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the application. The device will not be returned for analysis.

Manufacturer narrative:
Complaint summary: helpline support team reported that user is seeing discrepancy in bolus/basal/tdd between the daily reports and pump. Investigation/testing summary: after conducting thorough investigation by generating the daily reports for the provided user in carelink support application and found that this is the existing system behavior. The pump tir is computed based on the pump's activity over the past 24 hours. To elaborate further, we asked the helpline to supply screenshots of the pump's tir summary for the past 7 days. Additionally, an internal ticket was generated for the carelink development team to conduct further validation. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the probable underlying cause is likely attributed to insufficient user training. Analysis summary: the carelink development team furnished the comparison details between the pump and the reports, along with the necessary information to the helpline support team regarding how the carelink reports are designed to display the values. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.